Event description:
It was reported that the patient was at home and received ineffective hv therapy for ventricular fibrillation. The patient became unconsciousness and fell. After a few seconds she regained consciousness and was taken to the hospital by rescue services. An alert for possible hv lead issue was observed. Review of data revealed low impedance during hv therapy delivery. It was also noted that in 2010 a new pace/sense lead was implanted due to a suspected malfunction and inappropriate therapy with this lead. The lead has now been capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).